Event description:
Philips received a complaint about the v60 ventilator, indicating that the device had a 1009 (pressure regulation high) error code. The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) instructed the customer to open the device and verify the connections between the proximal and machine tubing connections. The customer informed the rse that the connections were reversed. The customer reconnected the proximal and machine tubing connections to resolve the 1009 error code issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.